Event description:
It was reported that the customer experienced unexplained high blood glucose levels during the week prior. The blood glucose reading was in the 450 mg/dl range. The customer stated that she worked outdoors a lot and thought that the insulin she was using may be affected by the heat. She declined troubleshooting due to not having supplies and tubing clamps necessary; advised customer to call back when ready. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.